Event description:
It was reported the pump alarmed an error code. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and bubbled downstream occlusion (dso) seal. To conduct functional testing the device was powered up. Upon power up, the reported problem, error code 45985, was duplicated due to a faulty main board. To address the issue, the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.